Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0lcyd, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-33, serial/lot #: (B)(4), ubd: 27-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that during a surgery where they were having their device replaced for normal battery depletion, they also had the leads replaced as well because the patient pulled a lead out. The patient stated they felt a lump after the patient lost weight from gastric bypass (which was unrelated to the device/therapy) in june. There were no further complications reported/anticipated.